Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: therefore, we don't have a patient name or the surgeon's name (hospital). No further information available. If in your possession, may we have a copy of your (B)(6) 2018 operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?"

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. Since then , the patient experienced pain in the lower abdomen and repeated urinary tract infections. No further information is available.